Event description:
It was reported that a ring was bent and unusable during a bipolar hemiarthroplasty. The issue was identified intra-operatively, and the surgery was completed using a backup bipolar and head. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 650-1158 lot# 3260044 delta cer fem hd 28/0mm t1. G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.